Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus for a variceal bleed during a gastroscopy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, when the physician went to deploy the band, the plastic ring of the ligator housing detached and got stuck in the patient's esophagus. They were unable to retrieve the ring out of the patient. A second speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description and the device not being returned, there is no enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.